Event description:
It was reported that externalized conductors was observed on the lead during a routine device change-out. Electrical values were within range and the patient was asymptomatic. It was decided that the lead would be monitored. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.